Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. Insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with high sleep current due to corroded electronic. Power error 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to corroded pcb1. Unit received with cracked battery tube threads, cracked case (battery tube), minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with power error detected alarm. The blood glucose was unknown at the time of the incident. Customer has not previously called to report power error detected. Customer stated that, in the middle of the night she got an alert saying she needs a new battery and she shouldn't have. The pump then suspended delivery. She changed everything and got power error detected. Troubleshooting steps were guided for power error detected alarm. Customer advised to replace and discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.